Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076423.

Event description:
It was reported that the patient was not getting adequate pain relief due to high impedances on spinal cord stimulator (scs) leads. Reprogramming was performed and it was successful. The patient underwent an scs lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned.